Event description:
It was reported by the customer that an adverse event occurred as a result of not receiving clinical alert deliveries for a specific room. Further information has not been provided.